Manufacturer narrative:
The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. Analysis was unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that the battery compartment was cracked and reservoir compartment was chipped. The customer's blood glucose was below 140 mg/dl at the time of incident. The customer reported that the reservoir would not lock in. The customer also reported that the insulin pump just shut off and not delivering. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.